Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that during the pump load cartridge step, insulin was coming out of the end of the tubing in a stream. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: according the black box, no evidence of no cartridge detected was observed, on (B)(4) 2013 and after a cartridge change, 150u had left after 5u primed. The pump powers on and displays verify screen. The display was observed dim and reddish, a test display screen was mounted during the investigation, the pump was able to power up with a fully functional and colored display. Pump is able to load and prime a test cartridge correctly. Force sensor calibration reading is below the requirement. The pump was opened, force sensor flex pins was found lifted from the pcb sockets as a result of display screen tape failure. The force sensor circuit was disassembled, contamination was found to the force sensor shim plate . The force sensor resistance measurement is above the specifications. Unrelated to the complaint, the keypad was found to be worn. Device history record review was conducted on 04/05/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.